Event description:
PICC line catheter broke when it was being removed. The distal end came apart from the proximal end, which remained in the pt's vein and could not be removed by the nurse, or in radiology specials. It required surgical removal. MFR of the PICC is unknown; it was placed in the pt at another facility.